Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection and necrosis are related to v.a.c.® therapy. There have been several attempts made to gather additional clinical information, but there has been no response. Per kci records, the physician requested v.a.c ®therapy continuation on (B)(6) 2017, the following day after report of the alleged infection and necrosis, and the patient continues to use v.a.c.® therapy with no v.a.c.® therapy holds noted. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On apr 06 2017, the following information was reported to kci by nurse: the nurse alleged that the wound was infected and looked necrotic. The nurse removed activ.a.c.¿ therapy system and did not want to discontinue v.a.c.® therapy or place v.a.c.® therapy on hold. On apr 26 2017, per review of kci records, the patient's physician submitted a prior authorization request for v.a.c.® therapy continuation for dates of therapy listed as (B)(6) 2017 until (B)(6) 2017. On apr 10 2017, v.a.c.® therapy authorization was approved for therapy (B)(6) 2017 though (B)(6) 2017 time frame. To date, the patient continues to use v.a.c.® therapy with no v.a.c.® therapy holds noted. No additional information is available. On mar 06 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On apr 24 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.